Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to high impedances on both leads. Reprogramming was unable to restore effective therapy. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that both leads and both anchors fractured. Surgical intervention was undertaken wherein the leads and anchors were explanted and replaced to address this issue. Effective therapy restored postop.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.